Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated (neck diameter <(><<)> 19 mm). (B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.0 cm diameter abdominal aortic aneurysm. The proximal aortic neck was 18 mm in diameter, with a length of 12 mm. The distal aortic neck was 20 mm in diameter. The neck was reported to be tortuous, but not off-label. It was reported that the physician attempted to implant the stent graft. The device was landed below where it had been intended, and was unable to achieve an adequate seal. A cuff was placed, and resolved all but a small type ia endoleak. The physician believed that further ballooning would do more harm than good, and that anticoagulation medication would resolve the issue. No additional clinical sequelae were reported and the patient will be monitored. Later it was reported that the patient suffered an mi. The physician feels that the mi was unrelated to the device or procedure. The patient is currently hospitalized and in an unstable condition.

Event description:
Additional information received reports that the patient suffered an mi. Patient had a soft plaque occlusion of her right coronary ostia causing mi form which caused her death. The physician feels that the mi was unrelated to the device or procedure.